Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received form the USA, stating that the device had a damaged cord. It is known that this event did not occur during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.